Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. Reference reports: mw5180455, mw5180456, mw5180458. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported that they received a recall letter from walmart stating that their adc device was on the recall list. There was no alleged adc device issue related to the adc device. The customer was contacted successfully, and reported that there was no concern with the adc device and that the adc device was not on the impacted list. Lastly, there was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.